Event description:
The customer reported the unit fails to charge the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit fails to charge the battery. There was no report of pt involvement. The unit was evaluated by a philips field service engineer. The issue was localized and the battery pca was replaced to resolve the reported issue.